Event description:
It was reported that during a laparoscopic hysterectomy procedure, the jaws are not opening up. When the handle is compressed and released, the jaws are not opening. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Potential reprocessing. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device was returned and it was difficult to open and close the device. When the device was functionally tested with the generator, the clamp arm did not close and the hand activation buttons were non functional. However, the device did activate when tested with the foot switch the device was disassembled to verify the condition of the internal components and the rotation knob was damage, not allowing the clamp arm to properly open and close. In addition, corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.